Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported constant door open alarm, which was reproduced when a close door alarm was observed after loading a set and closing the pump door. The messages were found to be caused by a failed upper link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump had a constant door open alarm. It was also reported there was no patient injury.